Manufacturer narrative:
On (B)(6) 2017, the claimant disclosed the serial number for the associated lens. On this date, it was determined that this case is a duplicate of 2023826-2017-01630 (claim# (B)(4)). Please disregard the information in the current claim and instead reference 2023826-2017-01630. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Device information: unk, as serial number is unk. Patient code (B)(4) (no code available): secondary surgery, lens explant. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vicmo13.7 diopter -11.0 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the surgeon explanted the lens due to refractive surprise. Attempts to obtain any further information have been unsuccessful.